Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an enterococcus infection. It was also noted that vegetation was observed on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.